Event description:
It was reportd that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms. (The number of inflations and to what atms is unk). The lesion being treated was a 99% stenotic lesion in the mid lad. No pt injuries or complications were reported. Pt status is listed as "fine."